Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found a bent cannula. Unable to confirm if customer received sensor in said condition due to customer returned it opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's sensor glucose reading went from 60 mg/dl to 48 mg/dl but her blood glucose level was 167 mg/dl. She had a calibration issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.